Manufacturer narrative:
Reprocessed and reused. Device available for eval. Device evaluated by MFR? Evaluation codes. Failure analysis for (B)(6): the fiber product was not returned in original box; the pouch is ripped at the top right and left corner adhesion location; the fiber product has been returned unused. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.

Manufacturer narrative:
(B)(4)..

Event description:
It was reported that after removing the fiber from the box to begin a prostate procedure, the packaging was found to be compromised and the fiber was not used. The case was completed using an alternate procedure (turp). Patient outcome: "fine" - there was no injury reported.